Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3,h6( health effect - clinical, type of investigation, investigation findings, component, investigation conclusions),h11. A getinge field service engineer (fse) evaluated the unit and confirmed the device improved after replacing coil cord (d012-00-1839) and executive processor board (d670-00-0770).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during start up by a getinge field service engineer (gfse)the cardiosave intra-aortic balloon pump (iabp) did  not start up so the error is unknown. The unit was not in clinical use. There was no patient involvement.